Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon was not inflating properly or did not stay inflated. No medical intervention required. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9. Date returned to mfg: 17-jan-2025. H6. Investigation codes: updated. Investigation summary: received one (1) used. List #67pfps60, pediatric tracheostomy tube. As received no damage or anomalies were observed. A syringe was attached to the pilot balloon of the tube and slowly inflated with 5ml of sterile water per packaging directions. The cuff of the set was observed not to inflate completely. The set was gently massaged, and the cuff was observed to inflate. The complaint of cuff not inflating properly can be confirmed. However, after gently massaging the cuff, the issue was resolved. The IFU (instructions for use) states: "if the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft." A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.